Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low vitamin d total elecsys results for one patient from cobas 6000 e 601 module serial number (B)(4). Sample 1 initial result was 29.08 ng/ml and the result by hplc (d2/d3) was 54.6 ng/ml. Sample 2 initial result was 29 ng/ml and the result by hplc (d2/d3) was 48 ng/ml. The results were reported outside of the laboratory. The physician thought the results were too different. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The difference in the results from different methods may be due to several improvements in the formulation, pipetting, ingredients and the standardization.